Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) stated that the pump was replaced on (B)(6) 2013. When asked why the pump had been replaced, they stated the patient ¿felt the pump had not been working as well.¿ at the patient¿s last refill before the replacement, the reservoir volume had been greater than expected. The patient had a dye study on (B)(6) 2013 that did not show intrathecal injection. The hcp stated that before the replacement, the pump had been delivering fentanyl, clonidine, and prialt.

Event description:
Additional information received reported that the previously reported volume discrepancy occurred on 2013-(B)(6), and the expected residual volume was 3.7ml, but the actual residual volume was 5.7ml. The cause of the discrepancy was not determined. The reporter assumed the pump had been malfunctioning. It was again noted that the patient felt the pump was no longer working and had been experiencing increased pain.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).